Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: mentor smooth round spectrum 475cc saline breast prosthesis, catalog #3501480, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation procedure with a mentor smooth round spectrum 475cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent bilateral explantation and replacement with mentor smooth round spectrum 425cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
On 07/12/2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).